Manufacturer narrative:
RMA (B)(4) has been issued for the return of the device. The model patriot plus serial number (B)(4) was provided user manual part no. 1088909 rev e (2/09). The cover of the user manual states: "dealer: this manual must be given to the user of the wheelchair." And "user: before using this wheelchair, read this manual and save for future reference." It is unknown if the consumer fully read and understands the user manual. The following warning is provided on page 2: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." It is unknown if the consumer had non-invacare accessories on the wheel chair at the time of the wheel coming off. The following warning is provided on page 2: "accessories - invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products." The consumer is an amputee. The consumer does not have a positioning strap on the chair. He stated that he never was offered this option by the (B)(4). The consumer was not wearing a positioning or seat/chest strap. The following warning is provided on page 6 "seat positioning strap - always wear your seat positioning strap. The seat positioning strap is a positioning strap only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, strap must be replaced immediately. With regards to seat/chest positioning straps - it is the obligation of the dme dealer, therapists and other healthcare professionals to determine if a seat/chest positioning strap is required to ensure the safe operation of this equipment by the user. Serious injury can occur in the event of a fall from a wheelchair." The consumer stated that he was going down hill (slightly). He was driving over parking lot pavement. The following instruction is provided on page 10; "do not operate on roads, streets or highways." It is unknown if there were obstacles in the parking lot. The consumer started the wheelchair allegedly stopped in its tracks. The following instruction is provided on page 11: "do not attempt to ride over curbs or obstacles. Doing so may cause your wheelchair to tip over and cause bodily harm to the user and/or assistant or damage to the wheelchair. The tire pressure of the device is unknown. The following instructions are provide on page 11: "tire pressure - do not use your wheelchair unless it has the proper tire pressure (p.s.I.). Do not overinflate the tires. Failure to follow these suggestions may cause the tire to explode and cause bodily harm. The recommended tire pressure is listed on the side wall of the tire. Replacement of a pneumatic tire or tube must be performed by a qualified technician." The consumers weight is unknown. It is unknown if there was additional loading on the wheels when it came of the rim. The following information is provided: "the patriot wheelchair has a weight limitation of 250 lbs (114 kg)."

Event description:
The dealer alleges the front left caster tire "turned sideways," and the tire came off of the caster rim, causing the consumer to be thrown to the ground. The consumer is an amputee. No injury has been alleged.